Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer's doctor reported via phone call that the insulin pump alarmed with several motor errors. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the motor error alarms occur randomly without any discernible regularity. The pump has not been dropped; however, the pump was exposed to an x-ray. The customer was advised to discontinue use of the pump. The pump is out of warranty so the customer was advised to order a new one through the hospital. No products were returned or shipped.

Manufacturer narrative:
The insulin pump passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump received with normal operating current. The insulin pump passed self-test. The insulin pump passed off no power test. The motor was tested outside of the device and passed. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads, missing end cap sticker and cracked reservoir tube lip.